Event description:
Reporter stated that, after firing, the lancet protrudes beyond the end- cap of the multiclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.